Manufacturer narrative:
Other relevant device(s) are: product ID: 960-152, software version: 3.16. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. It was noted that software was uninstalled and reinstalled. The system was responsive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 9733467, software version: 2.3. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system became unresponsive after launching the ear, nose, throat (ent) application while loading a disc. The site put it in another navigation system and it loaded fine. There was no patient present when this issue was identified.